Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer put the pump into shelf mode and the pump subsequently shut off. Customer's blood glucose level was high mg/dl, with trace ketones. Reportedly, the customer delivered a correction bolus to address bg level and continued to use the pump for insulin therapy.